Event description:
The customer reported that the "adhesive around the top by the cannula was wet"; he therefore thinks that the cannula may have come out of the insertion site. When this pod was first applied, his bg levels were 79 mg/dl. Within 4.5 hours, however, his levels had risen to 410 mg/dl despite having administered multiple boluses. After the high reading, boluses and basal rates continued to be administered. Her bg¿s over the following ten hours had gone down, but still remained high (330-339 mg/dl). No specific mechanical issue was cited. The pod was removed and replaced, but will not be returned for eval.

Manufacturer narrative:
The pod was not returned for eval ¿ we are unable to identify any device malfunction that may have caused or contributed to the customer¿s high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer¿s high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer¿s high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed ¿ the lot passed the acceptance criteria. Note: eval method: specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for eval). Eval conclusion: pertains to a failure of the cannula to remain inserted in the customer¿s skin (not to a "mechanical" failure detected during testing, as the pod was not returned).